Event description:
It was reported that the hl20 single pump stopped. The event occurred during a routine check. No harm to any person has been reported. Since the pump stopped a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 single pump stopped. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2024. The fst could not reproduce the failure and reset all connections in the pump. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of: wrong ratio between master - slave pumps due to communication error. Due to the age of the device and it's components (11 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-11-25 for the period of 2013-11-15 to 2024-11-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-15. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.